Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed off no without battery warning. Customer was assisted with off no power troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not received a low battery alert prior to the off no power alert. Customer stated that new battery did not resolved the issue. Customer stated that screen went black and was assisted with blank display troubleshooting. The display returned with troubleshooting. Customer also stated that the insulin pump alarmed failed battery test. The customers blood glucose was 75mg/dl at the time of incident. The insulin pump received failed battery test even with new battery inserted and was sent replacement battery cap. The insulin pump will not be returned for analysis.